Manufacturer narrative:
Asp investigation summary: the investigation included a service history review, complaint trending by problem codes, failure mode and effects analysis, health hazard evaluation, system hazard use and misuse analysis and a corrective and preventative action plan. Review of the account service history for the six months prior to the alert date of 7/16/2009 does not show a trend with this same issue. However, a trend was found with the controller board. Including this complaint, the controller board was replaced three times in the past six months for different issues. In 02/2010, asp sent a heater disconnection letter to the customer as part of field correction, in order for the facility to disconnect the heater from the aer unit and avoid over heating issues. The cpuy (complaints per unit year) for the problem code "hr-eye burning" was completed for january 2010 through december 2010. The trend line lies below the ucl (upper control limit). The cpuy for the problem code "hru-respiratory reaction" was completed for january 2010 through december 2010. A review found that the cpuy for three months (february, march, and december 2010) were found to be above the calculated upper control limit. It is important to note that the calculated mean and upper control limit are both zero, indicating that in the 12 months prior to 01/2010, there were no reported issues for "hru-respiratory reaction." This was confirmed when the number of "hru-respiratory reaction" complaints opened each month was reviewed. No month with "hru-respiratory reaction" complaints had more than three complaints for that problem code. Furthermore, for the past 25 months (includes january 2011 and the 24 months prior), only a total of 6 complaints for the problem code "hru-respiratory reaction" were opened, suggesting that the issue was fairly infrequent. Therefore, while the cpuy was found to be above the calculated upper control limit for three months, the trend was determined to be not significant. The cpuy chart for the problem code "hr-headache" was completed for january 2010 through december 2010. A review found that the cpuy for one month (march 2010) was found to be above the calculated upper control limit. The number of "hr-headache" complaints opened each month was also reviewed. No "hr-headache complaints had been opened in the eleven months prior to december 2009 and no month that had an "hr-headache" complaint had more than three complaints for that problem code. Furthermore, for the past 25 months (includes january 2011 and the 24 months prior), only a total of 6 complaints for the problem code "hr-headache" were opened, suggesting that the issue was fairly infrequent. Therefore, while the cpuy was found to be above the calculated upper control limit for one month, the trend was determined to be not significant. A review of aer fmea (failure mode and effects analysis) showed that all microprocessor pwa (printed wiring assembly) failure modes have overall rpn (risk priority numbers) below the threshold of 100. The hhe (health hazard evaluation) for the issue of overheated aer was reviewed. The hazard/risk index was found to be 8, or moderate risk. A CAPA (corrective and preventative action plan) was initiated to address the issue. An assessment of the cidex opa solution fmea (failure mode and effects analysis) revealed the rpn (risk priority number) for overheating is below the threshold of 100, indicating that the associated risk is minimal. The shuma (system hazard use and misuse analysis) for cidex opa/disopa was reviewed and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be either category I, broadly acceptable risk or category ii alarp(as low as reasonably practicable). Cidex opa is a concomitant product. However, the lot/batch number of the cidex opa was unknown; therefore, the certificate of analysis could not be reviewed. It is unknown whether the room containing the aer was well-ventilated or if the hcw (healthcare worker) was wearing ppe (personal protective equipment). The customer indicated that the hcw's symptoms were not resolved; however, a request for further information was not answered.

Manufacturer narrative:
(B)(4) - difficulty breathing, burning eyes, and runny nose. Additional information was received that the hcw (healthcare worker) has been off work for 7 days. The hcw saw her primary care physician. She continues to have the symptoms initially reported. It was also reported that the hcw has developed chronic cough, inflamed vocal cords and a hoarse voice. She is also seeing a pulmonary specialist and an ophthalmologist. Per the fse (field service engineer) the controller board of the involved aer had failed and had remained in the "on" position. This cause the cidex opa to heat up. The actual temperature of the cidex opa was not available but most likely not 250 f as the customer claimed. The solution was hot, but not visibly boiling. The controller board as well as the reservoir of the aer have been replaced. The caller stated in a follow up telephone call that the aer is now working fine. Correction: initial and supplemental 1 and 2 reports were filed against cidex opa instead of the correct product, aer. This complaint replaces complaint (B)(4) which was submitted under the incorrect manufacturer registration number. Reference mdrs: 2150060-2009-00081 - replaced 2084725-2009-00491. 2150060-2009-00083 - replaced 2084725-2009-00490. 2150060-2009-00084 - replaced 2084725-2009-00470.

Event description:
A report was received that a hcw (healthcare worker) had difficulty breathing, burning eyes, scratchy throat, running nose and headaches when she turned on the aer which had cidex opa in the reservoir. The hcw was sent to ER where she was given breathing treatment, an inhaler, steroid injections and prescribed mebnebs. Per the customer, the fse (field service engineer) informed them that the aer had heated the solution to over 200 f. It is unknown is the sterile processing room was well ventilated.